Manufacturer narrative:
Concomitant medical products: evolutpro-26-us transcatheter aortic valve, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged postoperatively. This was confirmed by chest x-ray and electrical testing. The lead was revised and remains in use. No patient complications have been reported as a result of this event.